Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right middle lobe resection, after the product was used on the patient, bleeding occurred. Six to seven minutes of compression and hemostasis was performed, but there was no improvement, so a clip was fired to the central side to stop the bleeding.